Manufacturer narrative:
The tip cover has not been received for failure analysis evaluation.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy procedure, the monopolar curved scissors (mcs) tip cover had fallen off and fell into the patient. A magnetic resonance imaging (MRI) scan was performed and after localization on MRI, a new laparoscopic procedure was performed to retrieve the tip cover requiring new ports to be placed. The patient tolerated the additional procedure.